Event description:
The customer reported her sensor was not functioning properly. The customer stated that she treated her glucose of 500mg/dl according to her glucose sensor reading, and she was admitted to the hospital. Advised not to treat the blood glucose based on the sensor reading. Explained possible causes of large difference between the glucose reading and the actual blood glucose. The customer stated that she calibrates the sensors twice. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg report 1 of 2, medwatch report # 3004209178-2011-82487.